Manufacturer narrative:
Fluoroscopic images of the implant were reviewed by our clinical specialist. The images reveal that a piece of the center eyelet became caught on the delivery catheter and embolized to the lung.

Event description:
It was reported the physician attempted to implant a gore helex septal occluder on (B)(6) 2011. The device was deployed on the septum, however, the device apposition was not adequate following removing the retrieval cord. The physician advanced a snare and removed the helex device. A second occluder was then implanted and the pt was doing well following the procedure. In a f/u appointment four weeks post procedure, a chest x-ray revealed a piece of wire in the pt's lung. Interrogation of the implant fluoroscopy images suggests that the wire is a piece of the center eyelet. No intervention is planned and the pt is doing well.